Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with one unit of prismaflex st100 set ckt, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed and a leak was observed under the label. A crack was observed under the label. The reported issue was verified. The most likely cause is due to shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.